Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade was diagnosed via echocardiogram. Initially when starting to map the left atrium of the patient, the patient reported pain and moved. The mapping catheter was on the posterior wall of the left atrium between the two pulmonary veins, specifically closer to the inferior pulmonary vein, when the pain was reported. An echocardiogram was then performed which diagnosed a pericardial effusion. The effusion was drained and medication was administered to reverse the heparin the patient initially received. Then patient was then stabilized and the procedure was not continued. There were no patient symptoms. There were no performance issues with the abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure, a cardiac tamponade was diagnosed via echocardiogram. Initially when starting to map the left atrium of the patient, the patient reported pain and moved. The mapping catheter was on the posterior wall of the left atrium between the two pulmonary veins, specifically closer to the inferior pulmonary vein, when the pain was reported. An echocardiogram was then performed which diagnosed a pericardial effusion. The effusion was drained and medication was administered to reverse the heparin the patient initially received. Then patient was then stabilized and the procedure was not continued. There were no patient symptoms. There were no performance issues with the abbott device.